Event description:
It was reported that during a cholecystectomy procedure, the inner and outer sleeve could not be fitted. The outer sleeve was labeled 11 mm. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.